Event description:
It was reported that the device was cracked. There was no reported patient involvement. Further investigation found that there was a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The cause of the reported issue was a damaged dso seal. The reported issue was resolved by replacing the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.